Event description:
The customer reported that insulin squirted out. The blood glucose reading was 95mg/dl. Troubleshooting was performed, and the customer stated that the drive support cap was sticking out, and the bottom of the insulin pump has a crack underneath the sticker. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose/protruded drive support disk, cracked end cap, and scratched lcd window.